Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 420 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration, dizziness and feeling sick. The patient was treated with an insulin drip and intravenous fluids. The patient stated once the bg levels had decreased they went home the same day. The pod has been discarded.